Event description:
It was reported by the customer that a pyxis medstation es system had matrix drawer 1 broken rails. The customer reported that the user were able to remove the medications from another station and there was no harm or delay in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 is stiff to open and close. A field service engineer replaced the matrix drawer rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.